Manufacturer narrative:
H4: the lot was manufactured between april 28, 2021 to april 29, 2021. H10: the device was received for evaluation containing approximately 158 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) underinfused; the device was not empty. The issue was identified during patient use. It was further reported the device weighed 325g before connection; the weight at collection after (5) days was 244g. The device was filled with 2000mg of fluorouracil and 220ml of saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.